Event description:
On (B)(6) 2014, a physician mentioned to a csa medical employee he observed a patient injury that occurred many years ago while using cyrospray ablation. The event involved csa medical's cyrospray ablation system. The patient was a (B)(6) man with severe radiation proctitis secondary to radiation therapy for prostatic cancer. He had significant rectal bleeding which was refractory to standard endoscopic therapy with argon plasma coagulation. He had been admitted multiple times for symptomatic anemia with hgb in the 7-8 range down from 10 baseline. Based on the success of several colleagues and case reports of successful cyrospray ablation treatment of radiation proctitis, it was determined that this patient would be a good candidate for this treatment. During a flexible sigmoidoscopy exam, a guide wire was inserted and the decompression catheter was advance into the rectum. Cryogen was applied for a brief spray time of about 10 seconds when the patient developed abdominal distention and pain. It was determined that the decompression catheter had kinked and was unable to fully decompress the rectum during the therapy. The procedure was aborted though no obvious perforation was noted. The patient's pain progressed in recovery such that surgery was called to evaluate the patient, who then took him to the operating room and did an exploratory laparotomy. He had significant serosal tearing in the cecum and about 1.5 cm of tissue that was devitalized and direct communication to the colon. There was no gross spillage. The area was closed primarily. He stayed in the intensive care unit for 12 days and was transferred to the regular wards for treatment of unrelated renal failure and urinary tract infection. He was discharged home 23 days after the event.